Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited erratic loss of capture (loc.) The rv lead remains in use pending further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant products: addrl1 ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the experienced a fall and head trauma. Intermittent loss of capture was noted again on the right ventricular (rv) lead as well as high thresholds. The lead was reprogrammed but the intermittent loss of capture remained. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.